Manufacturer narrative:
Visual examination of the returned device by design engineering did not note any anomalies to suggest a cause for the reported cage back out. The teeth exhibit a small amount of flattening, which is expected on a cage that has been implanted. Dimensional evaluation performed by quality found the height and length dimensions. Review of receiving inspection report for this lot found that a total of sixty-two (62) units were received from the supplier and released for distribution on (B)(4) 2009, with no deviation or anomalies. Review of complaint history did not reveal any previous reports of this nature for this lot or any other part numbers in this product family. The root cause of the reported back out of the cage could not be determined. Associated instructions for use (lbl-IFU-002) states under potential adverse affects: "#8. Bending, loosening, fracture, disassembly, slippage and/or migration of the components."

Event description:
It was reported the patient underwent procedure to implant the plif cage peek 8mm x 25mm on (B)(6) 2013. Revision was performed (B)(6) 2013, to address alleged cage back out. The plif cage was removed and not replaced. The hardware was left implanted.